Event description:
It was reported that the customer accidentally took a bath with the insulin pump and it was no longer responding. It was stated that condensation could be seen under the display. No cracks on noticed on the insulin pump. Blood glucose value is 3.8 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump had moisture damage noted on electronic assembly. Cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.